Event description:
It was reported that the bonded area of the tubing detached during use. No pt complications were reported. Due to the customer's opinion, a medical device report is being filed.

Manufacturer narrative:
Product evaluation: it was observed that blood was visible inside of the system. Examination verified that the vamp tubing was detached from the reservoir bond. Further examination revealed that there was adhesive visible at the tubing bond area. Additionally, the detached tubing was observed to be bent near the bond joint. Further examination revealed that the tubing outer diameter measurement was within engineering specification.